Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and the device pocket opened up approximately two years after implant. At the revision procedure, the original device was removed, disinfected, and re-implanted. The wound site was also disinfected, and the patient treated with antibiotics. The device and lead remains in use. No further patient complications have been reported as a result of this event.